Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® k2e 5.4mg plus blood collection tubes the decapper was unable to remove the stopper. There was no report of patient impact. The following information was provided by the initial reporter: rubber closure didn't go away when decapper open it. Decapapper managed only remove the plastic closure.

Manufacturer narrative:
H.6. Investigation summary: material #: 368499 lot/batch #: 2185083. Bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for closure separation was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by functional testing and the issue of closure separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of closure separation based on the photo. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® k2e 5.4mg plus blood collection tubes the decapper was unable to remove the stopper. There was no report of patient impact. The following information was provided by the initial reporter: rubber closure did't go away when decapper open it. Decapapper managed only remove the plactic closure.